Event description:
It was reported that during tka surgery, in a s vis adpt guide jii kit, the femur block did not fit, anterior portion of the ns vis adpt guide jii kit did not align with the native femur of the patient (anterior femur was way off) and had to bail to standard instrumentation. It is unknown if there was a delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Complaint reference number: (B)(4).

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during tka surgery, in a ns vis adpt guide jii kit, the femur block did not fit, anterior portion of the ns vis adpt guide jii kit did not align with the native femur of the patient and had to bail to standard instrumentation. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since this event is not likely to cause or contribute to a death or serious injury and the procedure was finished successfully.